Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose of 569 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin to address bg. Reportedly; the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage.